Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): the full lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): the full lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and lead were returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died less than one month post the implant of the ipg system. Cause of death was requested and not received.